Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sheathing around a patient¿s ac adapter was defective and the cables were exposed between the connector and the cable. The ac adapter would not provide power to the controller. The site further reported that the event was not associated with any controller alarms or with any pump stop events. Provided pictures appear to confirm the reported cable damage. The device was exchanged with no reported patient consequence. The site has returned the ac adapter to the manufacturer.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Failure analysis of the returned device revealed that the unit passed functional testing. The controller ac adapter was able to provide power. As a result, the reported event of "ac adapter unable to provide power to the controller" could not be confirmed. The reported output cable damaged sheath was confirmed. Visual examination revealed exposed wires due to sheath damage below the strain relief of the outer connector. The most likely root cause of the damaged output cable can be attributed to a tear on the output cable due to the handling of the device. A possible root cause of the reported inability of the controller ac adapter to provide power can be attributed to a marginal connection between the adapter and controller. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sheathing around a patient¿s ac adapter was defective and the cables were exposed between the connector and the cable. The ac adapter would not provide power to the controller. The site further reported that the event was not associated with any controller alarms or with any pump stop events. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.